Event description:
Event description guidant received information that this transvenous atrial lead fractured. The physician elected to explant and replace this lead with a competitor's atrial lead. It was also reported that this implantable cardioverter defibrillator (ICD) was included in a field action/advisory. During the invasive procedure, the physician elected to explant and replace this device with a similar ICD. To date, there have been no reported patient symptoms associated with this clinical observation.